Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu _ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that because of where the implantable neurostimulator (ins) was implanted and because, he was disabled and had to sit in a wheelchair all the time, the ins started to come through the skin after implant. The patient had to have the ins moved in (B)(6) 2015. Now, the ins was in his stomach and the doctor had to use an extension and the patient could feel where the extension connected to the ins through the skin. It was noted the patient had fully recovered, and that this was a gradual change in symptoms at the ins pocket.

Event description:
It was reported that the battery was uncomfortable in the location and the patient felt it was starting to thin the skin. It was noted that a revision was required as a result and the battery was moved in surgery. It was noted that there was impedance testing. It was unknown if any patient symptoms or complications were associated with the event. It was further reported that impedances were within normal limits. It was noted that the patient had not been since the procedure.